Event description:
It was reported that the pt experienced increased pain. The hcp was unable to withdraw fluid from the catheter access port (cap). The catheter was found to be severed at the spine site. The catheter was replaced; infusion restarted.

Manufacturer narrative:
(B) (4).